Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a polarity switch for the atrial lead more than 3 months ago, and that its threshold and impedance were higher in bipolar than unipolar. When the patient presented for atrial lead revision, it was reported that the atrial lead bipolar impedance had been fluctuating and that the polarity switch had occurred due to high impedance paces. Update (B)(6) 2010: physican reported that even though the lead has high impedance, they will keep the lead in use and monitor it. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a polarity switch for the atrial lead more than 3 months ago, and that its threshold and impedance were higher in bipolar than unipolar. When the patient presented for atrial lead revision, it was reported that the atrial lead bipolar impedance had been fluctuating and that the polarity switch had occurred due to high impedance paces. No patient complications have been reported as a result of this event.